Event description:
It was reported that "the surgeon was reaming the glenoid. The instrument in question kept binding up and would not allow the surgeon to ream the glenoid smoothly or completely. He kept attempting to ream and eventually implanted the glenoid, but surgeon was not satisfied with performance of the instrument".

Manufacturer narrative:
Additional info has been requested and if available it will be submitted on the supplemental report.